Manufacturer narrative:
(B)(4). D10: 110010249 g7 osseoti 4 hole shell 62mm h 66840592, 010001001 g7 screw 6.5mm x 40mm j7009622, 010000996 g7 screw 6.5mm x 15mm j7733805, unk head unk, unk liner unknown. It was reported that no further information is available, therefore, all product identification information has been made available or was provided. Suggested component code- mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty followed by an incision and drainage with head and liner exchange. Subsequently, the patient presented to the emergency room with worsening pain. A CT scan showed a large fluid collection. The adverse event was classified as a deep joint infection. An aspiration was performed; however, no further information has been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: presented to ER with right hip pain worse with ambulation and movement, onset was one week prior, CT showed 16cm large right hip fluid collection. Classified as deep joint infection, no medical treatment reported a definitive root cause cannot be determined. As the stem and cone have no lots provided, validation of sterile certification cannot be performed; therefore, the reported devices cannot be excluded as a possible source of the reported infection. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a1; b5; d6a; g3; h2.

Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty followed by an incision and drainage with stem, head and liner exchange. Subsequently, the patient presented to the emergency room with worsening pain. A CT scan showed a large fluid collection. The adverse event was classified as a deep joint infection. An aspiration was performed; however, no further information has been reported at this time.